Event description:
Additional information was received that the high out of range pacing impedance measurements continued to occur with the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d).loss of capture at maximum outputs was also now observed. A lead fracture was suspected, thus a revision procedure was scheduled. During the revision the electrophysiologist was unable to access the coronary sinus, so the patient was referred to a cardiothoracic surgeon for epicardial lead placement. At this time the lv lead and crt-d remain in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4)

Event description:
Boston scientific received information that during a routine device interrogation it was noted that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray did not reveal any significant findings and a cause was not able to be determined. Review of the patient's data showed that there was not trend data for the lv lead for the past three months and that the impedance measurements had been previously programmed turned off. The physician assessed the lv lead and determined that despite the high impedance measurements it was working appropriately and opted to continue to monitor the patient. The daily impedance measurements were also programmed back on for the lv lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.